Manufacturer narrative:
A valid lot number was not reported; however, a potential lot number was provided. The information for that number is as follows: d4. Medical device lot #: 602847. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the panel phoenix nmic/ID-493 a patient isolate (serratia marcescens) was misidentified as escherichia coli. The final result was verified using maldi. No health impact or consequence reported.